Manufacturer narrative:
D9: product received date 7/16/2024. One device was returned for repair in used condition. This device has not been in for service in the review period. Physical condition of this device has scratched lcd lens, and bubble on downstream occlusion (dso) seal. The customer's reported problem " failed under infusing " was not duplicated. Three delivery accuracy tests were performed all of which were within the published +/-6% delivery accuracy specification. The result was 1.86%, 2.09%, and 2.23%. The average test was 2.06%. The cause was unknown. No problem was found with the fluid delivery of the pump. Performed standard preventative maintenance to bring pump into full functionality. Device passed all functional tests after repairs.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a failure under infusing. The product fault occurred during preventive maintenance testing, and there was no patient involvement and no patient harm/adverse event reported.